Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the graphic user interface (gui) touchframe printed circuit board (pcb), which resolved the customer reported issue. The ventilator passed extended self-testing.

Event description:
Service request shows, that during pt use, the ventilator had a device alert with the screen blocked. There was no harm or injury to the pt reported.